Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken.block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was detached and bent. Additionally, the working length was torn from the end of the rapid exchange channel to distal tip. The device was observed under magnification, the cutting wire was blackened and the cut of the cutting wire was not smooth. A functional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. The reported complaint was confirmed. Upon analysis, it was found that the cutting wire was detached, bent and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the failure found could have been generated if the device was not completely in contact with the tissue during energization; also, if the voltage exceeded the maximum voltage rating. Additionally, the working length was torn from the end of the rapid exchange channel to distal tip. This failure could be caused by manipulation during extraction of the guidewire from distal section of the device. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during a sphincterotomy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the cutting wire broke and detached from the distal point of the autotome. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during a sphincterotomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke and detached from the distal point of the autotome. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.